Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to the g3 of the initial medwatch. The aware date should be may 8, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated where an additional reportable malfunction was noted there was no image. However, the issue was observed but unable to be reproduced. Based on the results of the investigation, olympus confirmed the reported issue. It was likely that the error code b30 occurred due to the impossibility of telecommunication due to the presence of evidence of flooding in the connector socket. The root cause of the reported issues could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source displayed error b30. It is unknown when the issue occurred. There were no reports of patient involvement.